Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. It was reported that the patient had a driveline disconnect and subsequent pump stop; however, the pump stop was consistent with a controller exchange. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review on this system controller. The history on the system controller was from (B)(6) 2025 and there was a pump off and driveline disconnect as well as a controller not set. Per log file review, there were no low flow alarms that recorded during the time frame of the event log file history, (B)(6) 2025 21:01:24 through (B)(6) 2025 12:21:19, were purged before the download. There were no lvad connections recorded since the driveline disconnect event at (B)(6) 2025 12:20:26. There were just a few events recorded after the controller was recently connected to power module power. These included controller_clock_corrupt associated with a reset of the controller clock. Then clock synchs were performed at (B)(6) 2025 8:51:44 and (B)(6) 2025 8:52:04. Per investigator review, system controller log files captured data from (B)(6) 2025. No atypical alarms or events noted, and the driveline was disconnected on (B)(6) 2025 which appeared consistent with a controller exchange. The controller was powered on again on (B)(6) 2025 to pull the log file (not connected to a pump at that time).